Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller advised readings of 457 mg/dl and 149 mg/dl within a 10 minute time frame. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.